Manufacturer narrative:
The patient was unclear during reporting if any cultures were taken of the incision site while being seen at the hospital on (B)(6) 2025. The patient also reported during the communication on (B)(6) 2025 that there was a daily exercise routine that included gym workout and walking 2-4 miles. Although the patient had reported symptoms of potential infection, there are no known lab results to confirm presence or type of infection at the implant site. Additionally, it is unclear how the patient's daily exercise regimen and associated hygiene may have affected healing.

Event description:
The patient was initially implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat abdominal pain. After activating the system it was discovered that the implant location did not provide adequate tissue quality to support stability of the implantable pulse generator (ipg) and on (B)(6) 2025 the ipg was removed and a new one was placed in a new pocket location. See MDR 3015425075-2025-00343 on (B)(6) 2025 the patient contacted the firm to report onset of pain at the implant site, including swelling and redness. During the conversation the patient disclosed having experienced extreme pain at the implant location on (B)(6) 2025 for which the patient reported having been seen at a local hospital and given morphine to address. Patient was advised to contact the medical doctor for follow up. On (B)(6) 2026 a full system explant was performed due to the reported symptoms.